Manufacturer narrative:
Reliability analysis evaluated 3 open/used reservoirs. Inspected reservoirs. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test. Reservoirs were filled with diluent and connected to a new infusion set. Installed reservoirs and connector into a 7xx insulin pump. Performed a manual prime, visual fluid flow through infusion set, and out catheter tip. In conclusion the reservoirs not occluded.

Event description:
The customer reported via phone call that her blood glucose level ranged from 300 mg/dl to 400 mg/dl. The customer was not receiving insulin. The customer was advised that the device would be replaced and agreed to return the product for analysis.